Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: f/m acet shell 56mmod/ pn 00661005601/ ln 71669700. Fem stem 18.5x140 lng/ pn 00405800200/ ln 32920700. Femoral head 28 mm diameter short 0 mm neck length/ pn 00902602800/ ln 72518900.

Event description:
Patient underwent hip revision approximately twenty-six years post implantation due to poly wear. The poly liner and head were exchanged.